Event description:
Surgical team member was adjusting position of boom surgical light during case. The in light camera detached from light and fell onto table, hitting upper arm of patient. Biomed responded to or at time of incident to assess the light and camera. Found that the release button on amera head had inadvertently been pressed which caused the camera to fall. Biomed re-educated or team on different buttons on light/camera.